Event description:
During bronchoscopy the pulmonary biopsy forceps inserted for specimen. Unable to remove forceps, had to remove the bronchoscope and the cup of the forceps was attached to the bronchoscope and had to be cut out.